Event description:
This facility had three separate events over approximately one month. First event - balloon wedge pressure catheter 4f x 60cm lot # 16f16b0011 expires 07/2017 (ref # (B)(4)) was opened but not used. When checking the balloon tip in the bowl of water I noticed it didn't inflate correctly. I turned the doctor's attention to the balloon and she said it appeared that the balloon was glued incorrectly to the catheter. Second event - opened catheter and went to check balloon as we always do before entering the patient body. Balloon appeared to be glued to the shaft of the catheter. This is the second time this has happened. Lot # 16f16c0064. Third event - once again the balloon only inflated half way - as stated previously it looks like the balloon was glued to the catheter. Lot # 16f16c0064. Manufacturer response for balloon wedge pressure catheter, arrow (per site reporter): upon receipt of your sample, we will begin the product evaluation and investigation processes. As we investigate the issue you have reported, we may need to contact you if questions arise. As part of the process, we have documented your experience and will trend for similar complaints. It is the policy of arrow, a division of teleflex, to ensure you know we received your complaint via this acknowledgement letter.